Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and confirmed the customer complaint of a helium leak. The fse determined that the leak was originating in the helium reservoir assembly. The helium reservoir assembly was removed and replaced to resolve the helium leak issue. The fse also determined that the system showed a faulty helium reading on the display when the unit was in rescue mode. During troubleshooting, the fse replaced the front end board. Ultimately, it was determined that the system failed to recognize when the pump console was removed from the hospital cart which caused the faulty helium reading. The optical switch was replaced to resolve this issue. After the repairs were completed, the iabp passed all functional and safety tests per factory specifications. The iabp has been returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. The circumstances of the event are unknown, however, no patient involvement has been reported. No adverse event has been reported.